Event description:
A report was received that the patient underwent an ipg replacement due difficulty charging the ipg. The patient was reportedly doing well postoperatively. Device malfunction was suspected.

Event description:
A report was received that the patient underwent an ipg replacement due difficulty charging the ipg. The patient was reportedly doing well postoperatively. Device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 sn (B)(4) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.